Manufacturer narrative:
A4, a5, and a6 are unknown. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that the automated impella controller (aic) generated a placement signal not reliable alarm during patient support. The alarm self-resolved. Proper pump placement was confirmed with echocardiogram. No patient harm was reported. This report represents the aic. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.